Event description:
A peritoneal dialysis pt has reported that he awoke to find that her catheter had become disconnected from the cycler set. The pt was treated prophylactically with antibiotics, but has suffered no know ill effect. The pt continues with peritoneal dialysis therapy successfully. There is no sample available for eval.

Manufacturer narrative:
The device was not returned to the MFR for physical eval, and the lot number was not able to be obtained to date. Therefore, a paper investigation is not able to be conducted.